Event description:
The complainant reported that the automated impella controller (aic) experienced a purge issue, which was resolved by replacing the aic. No clinical details regarding patient condition were provided. A replacement aic was shipped to the customer.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The root cause of the alarm of purge fluid not detected and rfid error (invisible to user) are due to defective pud. This report is being filed as part of a retrospective review of historical records.